Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device referenced is filed under a separate manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 6fr sheath after a percutaneous coronary intervention. Reportedly, a proglide suture break was noticed with the first device. A second proglide device suture failed to capture the artery. The suture and knot pulled out of the anatomy. Hemostasis was achieved with an angio-seal. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported failure to deploy the suture (suture failed to capture the artery) could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.